Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure (including renal dysfunction, and respiratory failure), infection, sepsis and death as adverse events that may be associated with the use of the hm 3 lvas. Care instructions in reference to preventing infection are provided in various sections of this IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient experienced renal and lung failure. The source of the infection was bacteremia. Cultures were identified from a bronchoalveolar lavage (bal). The patient was treated with a combination of antibiotics, hemodialysis, and inotrope medication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed sepsis and multisystem organ failure (msof). The patient passed away. The death was not considered device or therapy related and the device worked as expected.